Event description:
The customer contacted stryker to report that their device suddenly shutdown. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and could not duplicate the issue. The customer's batteries were not sent with the device so they could not be tested. There was no device malfunction with the test batteries. The battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device suddenly shutdown. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.